Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for high blood glucose levels. The customer had been experiencing unexplained high blood glucose levels for the past two days, and had not changed the infusion set to solve the issue. Troubleshooting was performed, and the insulin pump passed the prime test, but there was not tubing clamp for the high pressure test. The customer could not verify the insulin pump settings as she had not seen her doctor in over a year. The customer did get a no delivery alarm on the date of the hospitalization. Advised the customer to change the entire infusion set. Nothing further was reported.